Event description:
Device was returned due to rate deliver discrepancy. There was no pt incident. The rate on this pump is reportedly not consistent. A cto cc syringe set to deliver 20 cc over 20 mins delivered the entire dose in 13 mins (tested with water). The device was calibrated via procedure detailed in svc manual, but still had intermittent discrepancies.

Manufacturer narrative:
Device eval results: svc could not duplicate the rate discrepancy and the pump passed final qc inspection. The pusher block and clamp block were replaced by svc. The facility used a cto syringe. The b. Braun operator's guide notes that only bd (becton dickinson) plastipak syringes between 3cc and 60 cc are recommended for use with perfusor basic pumps. B braun cannot make any claims to the accuracy of deliver or the effectiveness of the occlusion detection sys using other sizes, types and mfrs of syringes.